Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument associated with this complaint and completed investigations. During the visual inspection, the instrument was found to have a loose grip cable at the distal end. The plastic housing was removed, and during the visual inspection, the grip cable was found to be broken at the proximal end. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wire of the large hem-o-lok clip applier instrument popped when attempting to place a clip-on tissue. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The probable root cause was attributed to the damaged broken - proximal instrument grip cables.

Event description:
Refer to h11 for follow-up information.